Manufacturer narrative:
The device was returned and the evaluation found that the ceramic tip was damaged, the sealing ring was scratched and the tension ring was loose. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the resection sheath had the ceramic head break. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the following led to the reportable malfunction of damaged/broken ceramic beak: it is likely that the damage to the ceramic beak of the sheath was caused by wear and tear, thermal and mechanical induced impact, improper handling, mechanical overload like fall, shock or similar stress. The event can be detected/prevented by following the instructions for use: 4. Before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.